Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that after the procedure, the patient experienced blood clotting. The physician was performing a stenting procedure. After the procedure was completed, the patient experienced chest pain. Upon checking the patient, a blood clot was discovered in the left main artery. Patient expired.